Manufacturer narrative:
A malfunction of conmed's device is not suspected. The root cause of this event stems from the incorrect instructions provided by the (B)(4) sales rep. If conmed should receive more info that contradicts these statements, a f/u report will be sent.

Event description:
Procedure: excision of vaginal erosion. The facility used a thin fabric on the returned electrode and caused the pt to receive two burns.